Manufacturer narrative:
Batch review performed on 08.june.2021: lot 2003170: 25 items manufactured and released on 3-aug-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any similar reported event.

Event description:
2 days after the previous revision surgery (due to infection) the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.